Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. The labeling advises that restylane-l should be used with caution in patients on immunosuppressive therapy. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection procedure per se in addition to the concomitant treatment with immunosuppressive therapy (stelara) might also have contributed to the events. The reported events are addressed in the label. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority. Additional comments:the case report fulfills the criteria for regulatory reporting due to hospitalization and intravenous (IV) antibiotic. The device was not made available to the manufacturer to enable testing to be performed. Device not available.

Event description:
A report (B)(4) was received (B)(6) 2016 from a physician. The physician reported that after injection of restylane, a patient had some kind of allergic reaction, which was cleared up with prednisone. A follow-up report was received on (B)(6) 2016 from the physician. The patient was a (B)(6) female with a history of psoriasis for which she had stelara (ustekinumab) injections every three months; her last injection was two and a half months ago. Two or three years ago she had received juvederm to her nasolabial folds. On (B)(6) 2016, the patient received 0.5 ml on each side of the tear troughs from one restylane-l 1 ml syringe via serial puncture injection technique for volume. About eleven days after the treatment, on (B)(6) 2016, the patient developed swelling, redness, tenderness and pain on the right tear trough. About twelve or thirteen days after the treatment, the patient was seen by the physician, and the physician decided to monitor the adverse event. On (B)(6) 2016, the patient had a follow-up appointment with the physician and indicated that the event became gradually better since the last appointment in (B)(6) 2016, but then became worse. The patient was started on a course of a unspecified antibiotic. On (B)(6) 2016, the physician drained, with a needle, the affected area on the right tear trough and saw a mainly blood like a hematoma and sent the collection for a culture for both aerobes and anaerobes. The culture had no organism growth. On (B)(6) 2016, the physician drained, with a needle, the affected area on the right tear trough and collected pus, which was sent for a culture for aerobes and anaerobes. The physician also injected hyaluronidase 80 units on the right tear trough on the same day. The culture again had no organism growth. The patient was started on a course of prednisone between (B)(6) 2016, and the event became significantly better. On (B)(6) 2016, the right tear trough was almost normal with a little firmness near the nasolabial fold and tiny swelling on the tear trough. Thus, the patient discontinued both the antibiotic and prednisone. Between (B)(6) 2016, the patient again developed swelling and redness on the right tear trough, but without pain. On (B)(6) 2016, the patient was admitted to a hospital and was started on intravenous (IV) antibiotic with broad spectrum for four days. CT scans showed no new abscess or collection, and the patient became marginally better at the hospital. On (B)(6) 2016, the patient was discharged from the hospital and then received hyaluronidase 100 units on the right tear trough from the physician. The physician also tried to drain the right tear trough, but there was nothing to drain. The patient had continued taking prednisone through hospitalization. Over (B)(6) 2016, the event with swelling and redness was getting better. On (B)(6) 2016, the event became worse again and she received hyaluronidase 80 units on the right tear trough. On (B)(6) 2016, the event was ongoing. The physician indicated the category to be serious and the causality to treatment to be probable.

Manufacturer narrative:
(B)(4). CAPA: no additional information. Manufacturer narrative:a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13914. The batch record review for lot 13914 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: no additional information. Additional comments:cultures remain negative, events ongoing at time of report. Device not available.

Event description:
A follow-up report (B)(4) was received on 19-sep-2016 from the physician. The patient had an allergy to penicillin and had a fitzpatrick skin type I-ii. Two years ago she received juvederm to her nasolabial folds. On (B)(6) 2016, the patient was injected with a total of 1 ml restylane-l (0.5 ml to the right and 0.5 ml to the left) tear troughs using a serial puncture injection technique. Lot code was 13914 with an expiration date of 31-mar-2018. On (B)(6) 2016 she experienced a possible biofilm that included moderate inflammation, swelling with erythema. Causality was possible for injection and for substance. The patient received multiple antibiotics, both oral and intravenously, starting on (B)(6) 2016 and were ongoing at the time of this report; she had a non-consistent response to them. She had a total of 300 units of hyaluronidase and had the area aspirated and cultured which showed no growth. The patient had photos if needed, but these were not included with this report. Seriousness was not yet assessable per the physician. Outcome of the events were ongoing at the time of this report.